Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump was alarming, but display reads run reservoir volume 56ml. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed, but display reads run reservoir volume 56ml. The keypad buttons were non-responsive. They removed the batteries, but the alarm persisted. Batteries were replaced but the alarm persisted. There was no tactile feedback when pressing buttons as there usually was. They again removed the batteries and wrapped the pump in a blanket to muffle the sound. They also explained that the alarm will eventually stop. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.